Event description:
While inserting PICC, unable to thread PICC through the sheath. Attempted redilating and using a new sheath. No problems accessing but still unable to thread PICC through the sheath. Upon inspection of sheaths, no visible malfunctions. Further inspection of PICC revealed dried crystallized substance around distal end of catheter. No broken vials visualized in kit.